Event description:
Customer reported that she was doing yard work, then took a nap before eating, then woke up with low blood glucose on (B)(6) 2021. Customer was treated by the paramedics. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if the pump had auto mode feature. Customer was not hospitalized and did not treat with manual injection. Customer was answering general questions of how often she was having highs above 250mg/dl and lows below 60mg/dl. She treats highs with insulin pump. Customer had mentioned car accident on (B)(6) 2019 because of a low of 34mg/dl. She had been having lows that whole day prior to the car accident and treated with food and glucose tablets. The burn, headache, and pain were after the car accident and not for current event. The clear retainer ring issue was for the (B)(6) 2019 event and not for the current case. Pump was used for the (B)(6) 2019 event. Sensor was not used for the (B)(6) 2019 event. Please see (B)(4) for legal documentation of (B)(6) 2019 car accident event on pump sn (B)(6) . Please see (B)(4) for legal documentation of (B)(6) 2019 car accident event on pump sn (B)(6) . Please see (B)(4) for legal documentation of december 4, 2019 car accident event on pump sn (B)(6) . Please see (B)(4) for legal documentation of (B)(6) 2019 car accident event on pump sn (B)(6) . Please see (B)(4) for legal documentation of (B)(6) 2019 car accident event on pump sn (B)(6) . Please see (B)(4) for (B)(6) 2019 event. Please see (B)(4) for (B)(6) 2019 event. Please see (B)(4) for december 16, 2019 event. Please see (b)() for (B)(6) 2020 event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and hypoglycemia with a blood glucose value of 250 and 40 mg/dl. Troubleshooting was performed and found that the customer was hospitalized and treated with a manual injection, insulin pump, and a food intake. The customer was reporting symptoms like a burn, headache, pain, and thyroid problems related to blood glucose values. The customer faced an accident because of low blood glucose. The customer also reported the pump was not functioning properly and the insulin pump's retainer ring was damaged. The customer reported the pump was set with alert on low. The pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.